Event description:
It was reported that the right ventricular lead had an apparent conductor fracture. The pacing impedance and threshold were high. A new lead will be implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2010. (B)(4).

Event description:
The lead was capped and replaced.